Manufacturer narrative:
Title using the hand-sewn purse-string stapled anastomotic technique for minimally invasive ivor lewis esophagectomy source thorac cardiovasc surg 2019;67:578¿584. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after minimally invasive ivor lewis esophagectomy, anastomotic leakage occurred in 17 (6.6%) patients. Fo urteen patients had no definite symptoms or signs of leakage before routine contrast examination; four patients did not have delayed oral intake and were discharged between the 15th and 20th postoperative day. Ten patients developed fever after contrast examination, six patients had delayed oral intake and were discharged between the 23th and 29th postoperative day, and four patients underwent thoracic re-drainage and were discharged between the 37th and 40th postoperative day. Three patients with definite symptoms before routine contrast esophagography underwent three-tube drainage19 and were discharged on the 23rd, 34th, and 49th postoperative day, respectively. Four patients had gastric conduit stump leakages, which occurred on the 5th, 9th, 11th, and 14th postoperative days, respectively. Esophagotracheal fistula developed in one patient who had no symptoms and who had a normal result on routine contrast esophagography on the 7th postoperative day. This patient had a fever and irritable cough on the 10th postoperative day and a fistula between the anastomosis and right truncus intermedius bronchus was found on repeat esophagography. The patient also underwent three-tube drainage to control his symptoms and coughed on the 29th postoperative night and three days later, underwent esophageal stent placement. The stent was removed after 3 months, and the fistula was resolved.